Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Literature article: jara m., malinowski m., bahra m., stockmannn m., schulz a., pratschke j., and puhl g. "Bovine pericardium for portal vein reconstruction in abdominal surgery: a surgical guide and first experiences in a single center". Dig surg 2015; 32:135¿141. Doi: 10.1159/000370008. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced segmental stenosis of the main trunk of the portal vein after undergoing a pancreatic surgery with venous reconstruction in which a vascu-guard patch was used. The cause of the event was not reported. It was reported that following en bloc resection of the tumor and involved vein, the proximal and distal portion of the portal vein (pv) was clamped. The adapted vascu-guard was fixed to the proximal and distal end of the pv with corner stitches. Continuous and unlocked stitches were used. Treatment or intervention for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.